Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data determined that wedge 1 that holds the dtt cuvettes was not mounted correctly on the dilution turn table (dtt), this was in turn caused by an operator error. The fse reseated the wedge, checked and adjusted the alignment of the dilution mixer (dmix). Ran precision check and qc, all within acceptable limits. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia 2400 calcium_2 (ca) results were obtained on patient samples. The patient results were reported to the physician(s). The samples were retested on another system and the corrected results were reported to the physician(s). Patient # 2 was placed on calcium tablets due to the original result, then based on the corrected report the calcium was discontinued. Patient # 3 was transferred from the nursing home to the ER but not admitted to the ER. There were no patient intervention or adverse health consequences due to the discordant ca_2 results.